Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, although resistance was not experienced while advancing a pod8 coil through the px slim; the physician was unable to advance the pod8 coil past about five centimeters from the tip of the px slim. Therefore, the physician re-sheathed the pod8 coil back into the introducer sheath and removed the px slim to visually inspect it. However, no apparent damage was noticed on the px slim, except a slight change in its shape and a guidewire was able to successfully advance through it. The physician then changed the px slim for another manufacturer's microcatheter and was able to successfully deliver the same pod8 coil as well as twelve other coils in the target vessel and completed the procedure. The physician used a rotating hemostasis valve (rhv) and maintained continuous flush throughout the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
.